Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the scrub technician noted that the prograsp forceps instrument jaws where the cables pass through seem to be loose or have "play" issue noted before used on patient. Another prograsp forceps instrument was opened. The procedure was completed with no patient harm.